Event description:
6/6/00 full term baby, difficult delivery, suction and forceps extraction. Apgar: 4.1, 6.5, 8.10, 8.20, required 10 min. Positive pressure ventilation secondary to poor muscle tone/depressed respiratory effort. Lt occipital-cephalohematoma with bruising on scalp. Lt eye slightly bulging 6/7/00: did well overnight. Tone improved, no oxgyen needs. Vigorous cry. Left eye bulging resolved.